Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI and their pump was alarming. The pump was not interrogated, and the type of alarm wasn¿t known. It was not known how long it had been since the MRI ended. The MRI was not related to the pump. The rep wanted to know if they needed to interrogate the pump differently. It was reviewed that the logs should¿ve been read and to interrogate the pump if there was a motor stall. No symptoms were reported. No further complications were reported. Additional information was received from the rep. It was reported that the physician was able to interrogate the patient's pump and there were no issues. The pump had recovered from motor stall and the patient didn't have any loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative on 2020-jun-22. It was reported that initial reporter was the office manager of the hcp's clinic, whom the rep only spoke with briefly as the incident only occurred due to an MRI and then the hcp interrogated the pump which caused the motor stall to recover. It was reported that the motor stall recovered within 2 hours of the MRI. The patient's weight at the time of the event was unknown. No further complications were reported.